Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that during a surgery the device broke in two pieces. The reported event was confirmed. The supplier evaluation revealed that the thread of the drill chuck is broken and the broken thread is stuck in the planetary gear. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces.

Event description:
It was reported that during a surgery the device broke in two pieces. The breakage occurred outside of the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device (ar-400 power tool). It was not necessary to switch the surgical technique or do a second surgery. Update avoe 26-aug-2022 it was confirmed that a part of the device actually break, but no broken part remained inside the patient.